Manufacturer narrative:
Concomitant medical product: product ID: 8781, lot/serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter, ubd: 24-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal morphine 1000 mcg/ml at 200 mcg/day via an implanted pump for an unknown indication. The event date was unknown, but the rep would follow up for more information. It was reported the patient has not received significant pain relief after implant. There were no contributing factors that led to the issue. The managing pain physician took an x-ray which showed the spinal segment was not in proper placement due to anchor loosened. The doctor decreased the daily dose to minimum rate and supplemented with oral medication as needed. On (B)(6) 2018 the doctor revised the spinal segment and checked placement with fluoro and with a myelogram, which confirmed catheter intrathecal. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. Other medications the patient was taking at the time of the event was unable to obtain, not available. It was noted the doctor did not find the cause on why the anchor dislodged. It was noted there was another rep present for the revision. The patient¿s weight was (B)(6) and the patient¿s medical history included arthritis in big joints, back and bilateral leg pain. No further complications were reported/anticipated or expected.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative 2018-jul-04. The patient stated she was admitted to the hospital shortly after their implant date due to an infection, which was not device related, for a few weeks. The patient was unsure of the dates. The patient stated she felt she did not receive good pain relief from pump therapy, even after managing physician gradually increased her daily dose as planned.